Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via analysis of the submitted log file. The log file contained approximately 2 days of data (2(B)(6) 2021 per the timestamp). No external power alarms were active on (B)(6) 2021 from 09:43:56 to 09:43:58 due to both power cables being disconnected from external power at the same time; the alarms resolved when the controller was reconnected to external power. The system controller backup battery supplied power to the system, and pump function was not affected during the losses of external power. The pump maintained a speed above the low speed limit throughout the log file. The heartmate 3 controller ((B)(6) ) was not returned for evaluation. The root cause of the reported event can be determined to be a user error in which both power cables were disconnected from external power simultaneously. Multiple attempts were made to obtain the event information; however, no response was given. To date, no equipment has been returned. As a result, this complaint file will be closed with no further action. If the product is returned at a later time, this complaint file will be re-opened. The device history records were reviewed and the records revealed that (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. Keeping one power source on the system controller while exchanging external power sources is addressed in the heartmate 3 lvas patient handbook ¿ ¿at least one system controller power cable must be connected to a power source ¿ either the mobile power unit or two heartmate 14 volt lithium-ion batteries ¿ at all times.¿ and heartmate 3 lvas instructions for use (IFU). Set up and use of the mobile power unit (mpu) with the heartmate 3 system are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 lvas patient handbook sections ¿alarms and troubleshooting" and ¿no external power alarm¿ and the heartmate 3 lvas IFU sections ¿alarms and troubleshooting¿ and ¿no external power alarm.¿ no further information was provided. The manufacturer is closing the file on this event.